Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a unipolar atrial impedance warning. Once checked the impedance trends were normal. Device remains in use. No patient complications have been reported as a result of this event.